Event description:
The lead was capped on (B)(6) 2012. Due to product performance issue. Rv lead undersensing. The procedure took place at (B)(6). The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).